Event description:
A pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation after receiving tips for preventing altitude alarms from technical support.